Manufacturer narrative:
Investigation revealed that at 12:47, the CT system was not completely functional after a successful patient scan. The customer tried to run image reconstructions for approx. 1.5 hours. The requested reconstructions were performed with a stroke head protocol, head and neck protocol and a pulmonary embolism (pe) study. Despite reports that multiple restarts did not solve the issue, only one reboot of the image reconstruction system (irs) was made at 14:13, although the patient had been closed and loaded several times. The scanner was operational again at 14:23. The patient was loaded again and reconstruction was finished at 14:49. The affected patient was loaded again at 16:12 and additional reconstructions were performed until 16:31. Based on our information the patient died at 16:40. During the investigation, the customer was contacted directly to clarify the reported situation. During this phone call on (B)(6) 2024, with a healthcare professional, the customer confirmed the described order of occurrences and confirmed that the device did not cause or contribute to patient's death. The patient was admitted to the hospital as exceptionally ill. Initial diagnosis was clinical cardio shock, acute hypoxic respiratory failure and multiple organ failures. The customer confirmed that even if the reconstructed data would have been available earlier, the patient would have died due to the severe health condition. The final technical investigation result shows that the simultaneous requested complex reconstructions, started by the customer, caused a very high system workload, resulting in the system delay. If the recommended restart of the system would have been made earlier, the reconstruction could have been finished earlier. As it is confirmed by the customer that the device did not cause or contribute the patient death and also the technical investigation did not show a systematic or design issue, this report is filed with an abundance of caution.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. On (B)(6) 2024, image reconstruction for an adult female emergency patient took very long. It was reported that the patient later died due to her severe health conditions.